Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2020 by the european journal of orthopaedic surgery & traumatology, titled ¿tuberosity healing improves functional outcome following primary reverse shoulder arthroplasty for proximal humeral fractures with a 135 prosthesis". The study reviewed sixty-four (64) patients who underwent reverse total shoulder arthroplasty (rtsa), to address proximal humeral fracture, using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, ten (10) patients experienced scapular notching. Source: schmalzl j, jessen m, holschen m, et al. Tuberosity healing improves functional outcome following primary reverse shoulder arthroplasty for proximal humeral fractures with a 135 prosthesis. European journal of orthopaedic surgery & traumatology. 2020;30:909-916.